Event description:
Caller states the pt tested >8.0 inr (venous) and >8.0 inr (capillary) on the coaguchek s system while a comparison lab returned as 4.8 inr. Coumadin was held based on device result, but once lab returned, the coumadin remained held. No adverse event reported. Requested return of suspect system and replacement was sent.